Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 5-13-1531. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c16, annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 5-13-1531 was confirmed. When connected to a test pcu error code 5-13-1531 appeared on the test pcu. The correct serial number was flashed, and error code was no longer observed. On 11-dec-2024, pca device was received unboxed and with paperwork. When connected to a test pcu the error code 5-13-1531 was found during testing confirming the stated problem. Internal inspection was not deemed necessary. No serial number causing the unit to alarm error code 5-13-1531. Device to be returned to san diego repair center for processing. Noted issue was corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 5-13-1531. There was no patient involvement.